Manufacturer narrative:
Siemens has completed an investigation of the event. It was stated that the tabletop continued to move on its own after the joystick was released. During investigation at the customer site performed by a service technician, the described issue was reproducible related to the joystick (11547992 - joystick module 5 multifunc. Joyst.) That controls the table and the tube/ detector longitudinal movement. Due to this, the affected joystick was replaced. Furthermore, it was found that the potentiometer values needed to be recalibrated. Uncalibrated potentiometer values could also enable a collision issue. After becoming aware of this incident, it was recommended not to use the system until it was completely repaired. However, the customer continued to use the system and operated it only with the table side control until replacement of the joystick because system tests at the customer site showed that the issue only occurred when using the joystick to move the system. After the joystick was replaced, no further issues were communicated. This was also confirmed several months after replacement. The analysis of the provided pictures of the room did not indicate the cause of the collision. The analysis of the room configuration data showed plausible values, no fault data were set. The investigation of the log files showed that in the time before the emergency stop button was pressed a movement behavior could be found that could have led to the collision with the wall. The defective joystick was requested and received for a detailed investigation. The visual inspection showed residue of dry liquid on the base plate of the joystick. The joystick was installed at a test system to check the functionality. The part worked without any problems. Every movement was triggered and stopped as expected. Since the residue of the liquid was already dry, the effect on the electronics cannot be evaluated. It is assessed as possible that the substance in its liquid state could have caused a short circuit and lead to the described unintended movement. Based on all investigation results the most probable cause for unintended table movement would be that migrated fluids generated a short circuit in the joystick which led to an unintended movement. Shs internal post market surveillance does not indicate a general problem with this part. Since the repair of the system performed by the service organization, no further problems were communicated.

Manufacturer narrative:
E1: the reporting facility phone number is (B)(6). H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the joystick will be replaced at the affected site. It was requested to not use the system until repair is completed. No general problem has been detected for the installed base which requires an immediate action. Manufacturers preliminary analysis: the cause for the issue has not been determined yet. The investigation is ongoing. Siemens healthineers will submit a supplemental report if additional information is obtained upon completion of the investigation.

Event description:
Siemens healthineers was made aware of a movement issue associated with the axiom luminos drf system. It was communicated that the tabletop continued to move on its own after the user released the joystick. The movement was stopped by pressing the emergency stop button. No patient or user injury occurred.